Manufacturer narrative:
This report is being submitted as follow up no. 3 for a correction to section h3, section h6, section h10 and to provide the completed investigation results. One 6fr angio-seal vip device received for product evaluation. The locator was returned mated with hemostasis sheath. The carrier tube assembly was returned as well. No guidewire was returned. Visual inspection revealed that the arteriotomy locator and hemostasis sheath were returned properly mated. It was noticed that the locator was snapped on the sheath hub and alignment of the holes was confirmed. No damage was found on either of the components. The returned carrier tube was then examined, and the deployment sleeve of the carrier tube was in full forward lock position with color bands concealed. Bypass tube was properly positioned over the anchor. No other visual anomalies were noted. For dimensional testing, the outer diameter of the locator was measured to be 0.090'' which was within the specification of 0.090'' +0.000''/- 0.002''. The outer diameter of the sheath was measured to be 0.116'' which was within the specification of 0.114" +/-0.005". All measurements were within the specifications of manufacturing. Functional testing was conducted by inserting the sheath/locator assembly into a 6fr vessel model. The sheath/locator assembly was inserted into a vessel model and anomalies or resistance was noted. The deployment sleeve was in the full forward lock position and mated with the hemostasis sheath, the anchor became exposed at the distal end of the hemostasis sheath. The deployment sleeve was then moved into the rear lock position and the anchor posted to the sheath. The device was pulled back and tamper tube could be seen. The tamper tube was gripped, and the device was continued to be withdrawn until a clear stop appeared on the suture. The tamper tube was advanced until the black marker was visible. The collagen and anchor formed the knot successfully. Angio-seal vip IFU states: when resistance is encountered at the anterior vessel wall during over-the-guidewire advancement of the angio-seal locator/insertion sheath assembly, rotate the assembly 90 degrees so the reference indicator is facing away from the user. This place the beveled tip of the insertion sheath perpendicular to the anterior vessel wall. Based on the findings of the evaluation, the complaint could not be confirmed for insertion difficulties into the artery as the functional deployment of the assembly in the vessel model didn't reveal any anomalies. There were no visual and functional anomalies noted with the arteriotomy locator or hemostasis sheath. The locator and sheath were dimensionally tested, and no dimensional inconsistencies were noted. Based on the available information, the cause of the event cannot be determined. The device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).

Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record and product release decision control sheet of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the physician could not deploy the angio-seal device. When he went to insert the sheath, it started off good but when it got to the white part, it would not insert. There was no patient injury, medical/surgical intervention required.

Manufacturer narrative:
The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete.

Event description:
Additional information was received on 16october2020: the procedure was a coronary diagnostic and a 6fr procedural sheath was used. There was a pre-deployment angiogram done. No additional device was used. Manual compression was performed to achieve hemostasis.

Manufacturer narrative:
This report is being submitted as follow up no. 2 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. With no return of the actual device, the exact cause of the reported event cannot be definitively determined based on the available information.